Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection between the cassette line and the heater line became loose. The event occurred during use on the home choice (hc) and the home patient (hp) was connected at the time of the event. The technical service representative (tsr) advised the cg to end therapy. The tsr advised the cg to start over with new supplies or use manual supplies to complete therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.